Manufacturer narrative:
The investigation into the positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issues was patient movement because while patient transported to cardiovascular intensive care unit (cvicu) and pressures dropped suddenly, upon arrival continuation of low pressure and decoupling of waveforms. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump was inadvertently pulled back across the aortic valve during patient support. Attempts to reposition the pump were unsuccessful and the pump was subsequently removed and replaced with another impella pump. The patient survived the procedure.